Event description:
On (B)(6) 2013, it was reported that high impedance was seen during revision. The old lead was reconnected several times with the same high impedance results. Follow-up showed that x-rays were taken but nothing appeared 'wrong.' There was no evidence of any trauma or manipulation. The explanted devices would not be returned. The generator was explanted to due to eos. The patient's father believed the device was not efficacious for the patient. Surgery is likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.